Event description:
Email messages: a customer returned his gnp easy touch system because it quit working after a week. It looks as if the battery corroded, he put a new battery in, it still does not work. What should we do? Please let us know.